Manufacturer narrative:
(B)(4). No returns were made available from the customer site for this evaluation. A retained kit of the prism hbcore assay, list number 1a77-48, lot number 88264hn00, was calibrated and the calibration met instrument specifications. All control values met control specifications and were in the typical range. To evaluate reagent specificity, a specificity panel was tested. Specificity panel values met specifications and the results were in the typical range and no false reactive results were obtained. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The prism hbcore (B)(4) package insert contains information to address the customer's current issue. Based on the evaluation, it is determined that the prism hbcore assay, list number 1a77-48, lot number 88264hn00, is performing acceptably. A product malfunction was not identified. Evaluation, method: review of complaint tracking and trending.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 1a77 that has a similar product distributed in the us, list number 6e66. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
During an in-house investigation, testing of a patient sample generated a (B)(6) result with the prism hbcore assay (B)(6). This sample generated (B)(6) results with the architect anti-hbcii assay (B)(6) and the architect anti-hbc igm assay. There is no impact to patient management reported.